Manufacturer narrative:
The most common overall indication for reoperation is capsular contracture. (Handel, 2006). The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿capsular contracture occurs when the capsule tightens and squeezes the implant. This can cause the implant to turn rigid (from slightly firm to quite hard) and the firmest ones can cause varying degrees of discomfort, pain, and palpability. In addition to the firmness, capsular contracture can result in a deformed breast, visible surface wrinkling and/or displacement of the implant. Detection of breast cancer by mammography may also be a more difficult. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture is a risk factor for implant rupture, and it is the most common reason for reoperation in augmentation and reconstruction patients. Patients should also be advised that additional surgery might be needed in cases where pain and/or firmness are severe (baker grades iii or IV) and that capsular contracture may happen again after additional surgeries. Correction of capsular contracture may require surgical removal or release of the capsule, or removal and possible replacement of the implant itself¿. "" preoperative asymmetries include areolas in different positions medially or regarding height, different breast shapes (e.g., one round and the other tuberous), or different breast sizes. These asymmetry types should be differentiated from a postoperative aesthetic difference in the two breasts produced by factors described previously, such as a fall of the fold, a high implant, or a rotation of the implant. Asymmetries caused by the implant¿s unequal fitting or by creating different sub-mammary grooves." " rippling is the cutaneous manifestation, visible or palpable, of the implant ripples and edge that are typically most apparent when the patient bends forward. In situations where the implant's soft tissue coverage is insufficient, these harmful effects become more apparent. Risk factors for rippling are related to the breast-tissue quality and low cohesivity of the implanted gel. Adequate coverage over the implant ripples is a mandatory element in preventing rippling or implant edge visibility." Also, a complete review of the DHR was carried out, no deviation was found in the process, so currently there is no evidence of a relationship between the event and the manufacturing process. When the investigation process is completed, the applicable findings will be included in a supplemental. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post market surveillance of reported complaints & adverse events.

Event description:
Hungary. It was alleged that the patient underwent multiple corrective surgical procedures following breast implantation. It was further alleged that deformity developed after the first surgery and that persistent pain necessitated additional surgical intervention. Following the second surgery, the patient reportedly experienced significant deformity, asymmetry, pain, and tissue retraction. It was also alleged that a consulting specialist raised the possibility of capsular contracture baker grade iii, both the capsule and the implant were manipulated during subsequent surgical procedures.